Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure the site bent their tactile awl. No further details regarding the damage, or how it occurred, were provided. It was noted that the instrument verified at the beginning of the procedure. The awl was bent during the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient identifier. Return requested. Medtronic investigation of returned suspect tactile awl finds that, as reported, the tip of the probe is visibly bent. With a tracker attached, the probe returned a good divot error reading. Physical damage - bent instrument tip. No further issues have been reported.